Manufacturer narrative:
Additional information: d4, g1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade and subsequent death remains unknown.

Event description:
During an atrial fibrillation procedure, a tamponade occurred, and the patient expired. Mapping was started in the left atrium with an advisor hd grid mapping catheter. The tacticath se ablation catheter was placed in the left inferior pulmonary vein through an agilis introducer during mapping; however, no ablation was performed during the procedure. The tacticath se ablation catheter and agilis introducer twisted at the base of the left inferior pulmonary vein and the contact reached 40g. The tacticath se ablation catheter was removed from the agilis introducer and the contact force was 1g. The patient became hypotensive, and a tamponade was noted. Multiple liters of blood were drained resulting in heart surgery being called. A sternotomy was performed, and it was found that the left inferior pulmonary vein was torn off on the lower part. The patient was in no-flow for more than 20 minutes and was pronounced deceased. It is alleged that manipulation of the agilis introducer and tacticath se ablation catheter caused a perforation in the heart. The torque of the agilis was used just before the perforation of the left atrium the device was discarded.